Event description:
Customer reported the instrument was generating high conductivity on latron controls and r (review results) flags on differential results when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced differential lyse (stabilyse) pump (pm1) and rf amp (radio frequency detector preamplifier) board to repair the instrument. (B)(4).